Manufacturer narrative:
No definitive root cause was determined. Product vigilance reviewed a faxed copy of the provue batch-listing report submitted by the customer, and verified that the provue interpreted a mixed field result as 2+. According to the report, the run was performed in 2008 and the customer reported that the complaint to ocd at about 65 days later. The customer had already repeated the survey sample on the analyzer and obtained acceptable (nrd with 'dp', mixed field) results prior to filing the complaint. Therefore, service was not ordered. This customer has not logged any similar complaints against this analyzer since the incident.

Event description:
The customer reported that the ortho provue analyzer interpreted a mixed field / "dp" (dual population) qmbls survey sample as 2+ in the anti-a microtube. An incorrectly interpreted mixed field reaction can lead to misclassification of blood type and possible transfusion of incompatible blood.